Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, on a patient, the message of helium loss came up and the device couldn't work. As a result, the user resolved the issue, by attempts to recover the device function. Patient outcome reported as fine. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp alarm helium loss is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, on a patient, the message of helium loss came up and the device couldn't work. As a result, the user resolved the issue, by attempts to recover the device function. Patient outcome reported as fine. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.